Event description:
A pasv port was being prepared for insertion in 2005. The port was described to be defective upon opening. No additional info was available from the hosp on this complaint. Initial engineering evaluation dated 2005 noted the stem was not connected to the port.